Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the objective lens adhesive peeled due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the adhesive around the objective lens was found to be peeled. Additionally, scratches were found on the following device components: bending section cover, switch button one (1), the control unit, the up/down plate, the right/left plate, the grip, the light guide (lg) connector, the lg cover glass, the video connector, and the video connector case. The video connector was also found to be cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, the adhesive part of the bending section peeled off. There was no patient harm associated with the event. The device was returned and evaluated, and the adhesive around the objective lens was found to be peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.